Event description:
Customer reported a malfunction on the pump, but there was no adverse impact on the customer's blood glucose level. Customer contacted technical support, who assisted in resetting the pump, resolving the malfunction without recurrence. Customer was advised to continue using the pump and to call back if the issue arises again.